Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold and increased pace impedance measurements in the 2,000 ohms range. Technical services (ts) explained although the increase is unusual, this is within the typical range for this lead between 200 to 3,000 ohms. Ts discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.